Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A follow-up MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was observed in the right common carotid artery (cca) after insertion of the enroute arterial sheath. There was no blood flow during flow reversal, and the physician was unable to identify the true lumen after multiple attempts. The procedure was converted to open surgery. No further complications were reported.